Event description:
The laser system has the following problem: fiber impossible to screw off. No adverse effects to the pt was reported.

Manufacturer narrative:
We are awaiting for add'l info. We are unaware about pt injury.